Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The balloon had fluid loss. The aus was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The visual test revealed that the pump had scaling. The pump did not pass the pressure test. The balloon was visually inspected, functionally and leak tested. The visual test identified that the balloon had scaled, folds on the shell and a hole from fatigue inside scaling. Leaks were identified. The balloon was unable to functionally tested due to a leak from fatigue. The cuff was visually inspected, and leak tested. The visual test found that the cuff had scaled and folds. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of device operates differently than expected was confirmed. The reported incontinence was confirmed as a known inherent risk.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The balloon had fluid loss. The aus was explanted and replaced. No further patient complications reported.